Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, on the appendix, the device had poor staple formation. It did not form b shaped. It fired as c shaped and did not curl in. They converted the laparoscopic appendectomy to open procedure, and opened a new device. The patient incision was extended more than 1 inch. Procedure was 30 minutes extended, and the hospital stay of the patient was extended.